Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused precede 0.2mcg/kg/hr during therapy in the operating room. Pump was set to deliver 3.4 milliliters per hour and was running for 45 minutes. Pump displayed total given was 2 milliliters. Operating room pharmacist ensured that medication bag had 100ml when it was dispensed. Anesthesia and doctor team was notified. Patient was vitally stable but sedated. There was no harm to the patient except for being sedated. No additional information is available.